Manufacturer narrative:
This device is available for analysis but has not yet been received. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a palmaz blue/aviator/plus 4x12/142p pk stent was used during renal artery stenting, it was found that the balloon could not be ¿played¿ normally. The pressure pump could not make the balloon expand; therefore, the stent could not be released. After replacing with a new palmaz blue 4x12 stent, the operation was completed. There was no reported patient injury. This was a (B)(6) female patient with right renal artery stenosis. The access site was the right femoral artery. The lesion was severely calcified. There was no vessel tortuosity. The percentage of stenosis was 85%. The device was not used for a chronic total occlusion (total occlusion >3 months). A 5f non-cordis femoral artery sheath was used. A 0.014 non-cordis guidewire was used. A 6f non-cordis guiding catheter was used. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was applied to the sds. A contralateral approach was not used. The other devices used with the product did not kink nor bend at any time. There was no difficulty accessing the lesion with a guidewire. Resistance was not met while advancing the device over the guidewire. There was no difficulty advancing the balloon catheter through the vessel. The device did not have to pass through another stent. There was no difficulty crossing the lesion. The catheter was never in an acute bend. There were no other anomalies noted when the device was removed from the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: when a palmaz blue/aviator/plus 4x12/142p pk stent was used during renal artery stenting, it was found that the balloon could not be ¿played¿ normally. The pressure pump could not make the balloon expand; therefore, the stent could not be released. After replacing with a new palmaz blue 4x12 stent, the operation was completed. This was a 58 year old female patient with right renal artery stenosis. The access site was the right femoral artery. The lesion was severely calcified. There was no vessel tortuosity. The percentage of stenosis was 85%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no reported patient injury. A 5f non-cordis femoral artery sheath was used. A 0.014 non-cordis guidewire was used. A 6f non-cordis guiding catheter was used. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The product, or any of the other devices used with it, had not been resterilized. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. Prior to inserting the sds in the catheter, the balloon was not inflated nor partially inflated. Negative pressure was applied to the sds. A contralateral approach was not used. The other devices used with the product did not kink nor bend at any time. There was no difficulty accessing the lesion with a guidewire. Resistance was not met while advancing the device over the guidewire. There was no difficulty advancing the balloon catheter through the vessel. The device did not have to pass through another stent. There was no difficulty crossing the lesion. The catheter was never in an acute bend. There were no other anomalies noted when the device was removed from the patient. The product was returned for analysis. A non-sterile unit of blue/aviator/plus 4x12/142p stent delivery system was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon hasn¿t been previously inflated. No other anomalies were observed. Per functional analysis a balloon inflation test was performed successfully. The balloon was inflated as expected at 14 atmospheres (device¿s rated burst pressure) with the inflator device. Also, neither a leakage nor a pressure decay was observed on the unit. A product history record (phr) review of lot 82186196 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds inflation difficulty - in patient¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. According to the safety information in the instructions for use ¿the device should only be used by physicians who are trained in interventional techniques and placement of stents. Patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. When stenting renal arteries, exercise great care to reduce the risk of distal embolization of tissue, atherosclerotic and thrombotic material or cholesterol. Use of a distal embolization protection device could be considered. Appropriate sizing of the vessel is required. The expanded stent diameter should approximate the diameter of the vessel just distal to the stenosis to reduce the possibility of stent migration from the implantation site due to under-expansion and the potential for vessel damage due to over-expansion. Prior to use, the product should be examined to verify functionality and integrity. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label and compliance chart.¿ the device performed as intended and therefore could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.